Manufacturer narrative:
The device was returned to zoll germany for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The event date was not provided so we cannot determine the correct logs for this event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "no ECG signal" message with electrode pads attached. Complainant indicated that there was no patient involvement at the time of the reported malfunction.